Event description:
Endotracheal tube in place in pt. Reported by staff that cuff would not remain inflated. Required replacement of tube (re-intubation). No complications noted. Tube given to MFR rep for testing/follow-up.